Event description:
It was reported that during the initial implant, the right ventricular lead helix would not work and there was repeated dislodgement. The lead was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.